Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a pentaray navigational eco catheter. Initially it was reported that upon removing the catheter from the patient, biological material was found on the pentaray navigational eco catheter shaft 1 cm proximal to the origin of the catheter splines. The physician felt some resistance when trying to remove the catheter from the body and was able to free it after some tension was applied. The physician's opinion is that the catheter entangled within the chordae tendineae due to the product and patient condition. The catheter was inspected on site where it was reported that there were no obvious defects. The patient had no immediate consequences but was being monitored. The patient did not require any treatment or extended hospitalization related to this event. The patient fully recovered with no residual effects. The medical device entrapment was assessed as not reportable as the device was able to be removed without surgical intervention. The potential risk that it could cause or contribute to a serious injury or death to the patient was remote. The biological material was assessed as not reportable as it does not pose any risk to the patient as the patient was free of symptoms or distress of any kind. Additional information was received on the event on (B)(6) 2015. The procedure was cancelled during mapping, prior to any ablation siting patient safety. The patient was under general anesthesia for approximately 1.5 hours. The access to the left ventricle was obtained through a transseptal puncture. Per the additional information received on (B)(6) 2015 stating that the procedure was cancelled citing patient safety, the patient was under general anesthesia, and a transseptal puncture had been performed has been assessed as a reportable malfunction. Therefore, the awareness date has been reset to november 19, 2015.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a pentaray navigational eco catheter. Upon removing the catheter from the patient, biological material was found on the pentaray navigational eco catheter shaft 1 cm proximal to the origin of the catheter splines. The physician felt some resistance when trying to remove the catheter from the body and was able to free it after some tension was applied. The catheter was inspected on site where it was reported that there were no obvious defects. The patient had no immediate consequences but was being monitored. The patient did not require any treatment or extended hospitalization related to this event. The patient fully recovered with no residual effects. The returned device was visually inspected upon receipt and it was found in normal conditions. No damage was found on the catheter transitions, splines or rings. The catheter outer diameters were measured and it was found within specifications. Catheter was introduced into an instructions for use (IFU) recommended sheath and no resistance was noticed during this procedure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Based on the pictures received; the customer complaint regarding a piece of tissue at the tip of the catheter has been verified. However, the catheter was found within specification. The root cause cannot be determined. The IFU states that excessive force should not be used to advance or withdraw the catheter through the guiding sheath when resistance is encountered.